Event description:
It was reported that the sensor glucose and blood glucose readings had large discrepancies. The blood glucose reading was 8.0 mmol/l. The customer was unsure about the details regarding the issue. She stated that she had received several sensor errors. She reported two times when the sensor glucose reading was 26.92 mg/dl during a test plug procedure; she agreed to try with a new sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.